Event description:
Error 41 (defective ribbon cable). Received pump and confirmed customer reported issue of "device will not turn on". The cause was a defective ribbon cable between the power supply board and cpu board. Found multiple error 41 during event log review. Performed pressure calibration to resolve error 41. After repair, device was found to meet specification.

Event description:
Error (B)(4) (defective ribbon cable).